Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n305168, implanted: (B)(6) 2011, product type: accessory. Product ID 3 9565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturing representative that they hadn't used their device for quite a while and they wanted to try to get it going. The consumer was unable to make contact or charge. The device was noted to be in the overdischarge state. No patient signs or symptoms were reported. Two days later the device was able to be pulled out of the overdischarged state, the power on reset (por) was cleared, and the battery was charged fully. Upon clearing the por and charging the stimulator an end of service (eos) message was seen. Eos notification did not seem correct relative to implant date. No intervention as planned at this time. Physician was notified that patient would need a new battery. Patient indication for use was spinal pain and post lumbar laminectomy syndrome.